Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID# provided: (B)(6). Device is an instrument and not implanted/ explanted. Device history record review: the milling bit was manufactured as sterile, p/n 03.820.117s, and lot number. The supplier¿s certificate of compliance (dated (B)(4) 2010) indicates the parts were manufactured and met the required specifications. The lot was inspected to the synthes, incoming final inspection sheet (completed (B)(4) 2010). There were no mrrs, ncrs, or other complaint-related issues associated with this lot. Disposition: invalid. Placeholder.

Event description:
It was reported that a milling bit broke off during a procedure (B)(6) 2013. The report stated that after the surgeon finished milling, it was discovered that the milling tip broke off at the base. The surgery was inspected prior to closure and all fragments were retrieved and no broken fragments remained in the patient. There was no delay in completing the procedure. There was no injury to the patient. This is report 1 of 1 for complaint (B)(4).